Manufacturer narrative:
B5 describe event or problem updated. B7 other relevant history updated.

Event description:
Champion af study with patient identifier (B)(6). It was reported that a device failure to seal occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) device with a complete laa seal and deployed device diameter of 21.3 mm. The following day, the patient was discharged on aspirin (81 mg/day) and apixaban (10 mg/day). On (B)(6) 2022, the protocol required 4-month laa imaging was performed, and transesophageal echo (tee) assessment revealed a complete laa seal. On (B)(6) 2023, the patient underwent cardiac imaging and computed tomography (CT) identified contrast moving around the closure device which indicated a failure of the device to completely seal the laa. At the time of the event, the patient was on aspirin (81mg/ day). No patient complications were reported. It was further reported a post implant tee performed on (B)(6) 2021 identified a left to right residual atrial septal shunt measuring greater than 3mm. During a routine follow up tee on (B)(6) 2022 the residual atrial septal shunt measured less than or equal to 3mm.

Event description:
Champion af study with patient identifier (B)(6). It was reported that a device failure to seal occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) device with a complete laa seal and deployed device diameter of 21.3 mm. The following day, the patient was discharged on aspirin (81 mg/day) and apixaban (10 mg/day). On (B)(6) 2022, the protocol required 4-month laa imaging was performed, and transesophageal echo (tee) assessment revealed a complete laa seal. On (B)(6) 2023, the patient underwent cardiac imaging and computed tomography (CT) identified contrast moving around the closure device which indicated a failure of the device to completely seal the laa. At the time of the event, the patient was on aspirin (81mg/ day). No patient complications were reported.